Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's father that they were at the clinic this morning for a dexcom trial. The patient's blood glucose levels were high from last night. The pod the patient had on was worn for 4 to 24 hours on the arm. During the visit the patient had high blood glucose (bg) levels of 450 mg/dl. The patient was treated with a manual injection of insulin to get bg levels under control.